Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams). No changes or intervention was reported. The patient was in stable condition.